Manufacturer narrative:
Device repairs for implementation of field change order (B)(4).

Event description:
The customer reported having a printer issue however further details confirmed that the issue was secondary to reboots occurring upon attempts to discharge the patient. The issue occurred after january 1, 2018. There was no patient incident.